Manufacturer narrative:
(B)(4). Concomitant medical product: persona femur (ps) catalog 42500806601 lot 62718131 lot 62718131; persona natural tibia catalog 42530007101 lot 62584836; persona articular surface catalog 42511400710 lot 62779854. Medical records provided showed patient reported pain and no difficulty with mobility at the 1-year follow-up and continued pain at the 2-year follow-up. There has been no medical intervention. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient is experiencing pain and swelling one year post-operatively. Attempts have been made and additional information on the reported event is unavailable.